Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Also, for the noise image, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of flashes red and green lights and it does not make a connection to get a clear picture. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, noisy image and air water supply white residue in air water channel. Auxiliary water flow white residue in auxiliary channel. There was no patient involvement.